Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed that the reported event was due to the following possible causes. - reprocessing method by the user facility was different from the one recommended by IFU. - staff at the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with IFU.

Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the forceps elevator had foreign material due to insufficient cleaning. There was no report of patient injury associated with the event.